Event description:
A lead extraction procedure commenced to remove a right ventricular (rv) lead due to non function. A right atrial (ra) lead was present in the patient as well, but was not targeted for extraction. Prior to the procedure, it was confirmed the patient had a complete occlusion of the superior vena cava (svc). In addition, the patient was jehovah''s witness but was adamant to have the procedure performed, despite risk of an adverse event possibly occurring during the extraction. Due to the total occlusion of the svc, the goal was to extract the rv lead, and then maintain access with a wire through the extraction device, to re-implant a new lead. A spectranetics lld ez lead locking device (lld ez) was inserted into the lead, with suture tied to the lead as well, to provide traction. Beginning with a spectranetics 14f glidelight laser sheath and spectranetics medium visisheath dilator sheath, advancement was made to the innominate region when progress stalled. Next, using a spectranetics 13f tightrail rotating dilator sheath, very slow progress was made from the mid innominate region to the distal portion of the lead svc coil. At that time, the patient's blood pressure dropped and a right pleural effusion was detected via transesophageal echocardiography (tee). Rescue efforts began immediately, including rescue balloon, bypass, and sternotomy. To prepare for bypass, the aorta and ra were cannulated. A 1.5 cm svc perforation was discovered; repair was difficult due to the friable nature of the patient's tissues, but was completed using a pericardial patch and tissue adhesive. To attempt removal of the rv lead again from the pocket post-sternotomy, the lld ez was used to apply traction to the lead; however, the lead broke at the distal coil. The proximal lead portion, the lead inner coils, and the lld were removed from the patient. Attempts were made to remove the distal rv lead remnant through the already existing hole in the ra, but were unsuccessful; therefore, the lead remnant remained in the patient. The patient's chest was left open with drains in place, but with minimal output noted, the chest was closed the next day, on (B)(6) 2024. The patient survived the procedure. This report captures the 13f tightrail in use in the area when the perforation occurred, requiring intervention. There was no alleged malfunction of any spectranetics devices in use during the procedure.

Manufacturer narrative:
A4): patient's weight unk. H3): the device was discarded, thus no investigation could be completed. H6): great vessel perforation is a known risk of complication with use of the tight rail device. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.